Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and has no visualization of foam particles. The technician confirmed the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : analysis by third-party.

Manufacturer narrative:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of patient harm or injury. During the evaluation of the device, the third-party service center visually inspected the device and has no visualization of foam particles. The technician confirmed the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. This notification is being reviewed due to a user of a dreamstation auto CPAP device. Review of the complaint information found that no death or serious adverse event occurred. The device evaluation found no evidence of foam particles. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies. This notification is being reviewed due to a user of a (device name) device. Review of the complaint information found that no death or serious adverse event occurred. The device evaluation found no evidence of foam particles. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies.